Manufacturer narrative:
Device evaluation the lens was not returned to the manufacturer for evaluation. Visual inspection could not be performed as the lens was not returned. The reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements. The complaint history search revealed no other complaints for this production order number has been received. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Date of event: unknown, not provided. If explanted, give date: not applicable as the lens remains implanted to date. Patient is "miserable". All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a female patient that was implanted with bilateral tecnis mulifocal lenses, model zlb00, is quite miserable and is seeking care. She has filed for disability and is nearly in tears every time her surgeon sees her. She has been seen by her surgeon over the last few months and was offered lens exchanges. Her surgeon indicated that her acuity doesn't seem too bad and that her symptoms are out of proportion to findings, but certainly believes she is having true problems. No additional information was provided. Since both her eyes had implants, separate MDR's will be filed for each eye. This is for her right eye, serial number: (B)(4).